Manufacturer narrative:
Vyaire medical file identification: (B)(6). D4: device was manufactured in 2007 and was not subject to UDI requirements and removed UDI info in d4. H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator had main board issues due to constant vent inop alarm no patient involvement reported.